Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290 vented autofeed humidification chamber was leaking. It was reported that a small hole in the chamber plate was found. Bisorbin was used, which was thinned with saline solution. There was no reported patient consequence.

Manufacturer narrative:
Ps337947. Method: the complaint mr290v vented autofeed humidification chamber returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the complaint mr290 vented autofeed humidification chamber revealed a small hole in the chamber base and a stain mark inside the chamber was found. It was also reported by the customer that bisorbin was used, which was thinned with saline solution. Conclusion: we are unable to determine the cause of the reported event. However, based on previous complaints, the reported damage (hole) is most likely to be caused by the use of nebulizer drug. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint mr290 vented autofeed humidification chamber was received at fisher & paykel healthcare (f&p) in new zealand but the evaluation has not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290 vented autofeed humidification chamber was leaking. It was reported that a small hole in the chamber plate was found. Bisorbin was used, which was thinned with saline solution. There was no reported patient consequence.